Event description:
It was reported that the customer's insulin pump sometimes would not deliver all of a bolus. The customer could not perform troubleshooting at the time of the call. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.